Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebn2412 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the tip of the guide wire was found to be kinked and folded after the micro-introducer sheath was opened for catheter placement. It was stated this made it impossible to use the catheter.